Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received that states "event desc: procedure: angiogram: iliac/pta/stent. The pt's left common femoral artery was accessed for an ap aortogram and angiogram and a starclose device was used for closure. There was some type of misfiring of the starclose device which did not allow to release. The physician then made an incision in the left groin to manually remove the starclose device and then held pressure manually over the femoral artery for 15 minutes. Some surgical was placed and the incision was sewn shut. The pt tolerated the procedure well." Additional info received indicates that the device did not misfire. The clip did deploy; however, hemostasis was not achieved. The physician extended the "nick & spread" to remove the device and hemostasis was achieved using manual compression. The tissue track was sutured closed. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.